Event description:
Subsequent to the initial report, the following additional clarification was received: the patient had a follow up duplex ultrasound (not CT as previously reported) which demonstrated the small non-flow limiting dissection flap but otherwise normal vessels. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿resistance was felt, and the device could not be removed¿ could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The patient effects of dissection, occlusion and vascular injury (tissue damage) are listed in the electronic proglide instructions for use (eifu), as potential adverse events of use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device via a 5fr sheath, after an embolization procedure. Reportedly, the footplate was retracted; however, resistance was felt, and the device could not be removed. A guidewire was inserted, and force was used to remove the proglide device. Once removed, endothelium was noticed on one of the footplates. Manual arterial compression was applied to achieve hemostasis. After the procedure the patient¿s leg went cold and pulse was poor for a short time. A CT was performed and a dissection was noticed down into the superficial femoral artery, no treatment was reported. There was no reported clinically significant delay in the entire procedure. No additional information was provided.